Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer stated that the sensor is asking her to do something that she is not sure of. The customer stated that the alert is no longer on the screen. The customer was advised to call back if needed.